Event description:
The facility's biomedical engineering dept reported an infusion pump that displayed "out of service" on channel c while infusing epinephrine on a pt. In the medwatch form, the facility reported that "hemodynamically unstable pt on multiple drips/pressors. Epinephrine infusing via triple channel volumetric infusion pump. Channel c went out of service with no proceeding alarm resulting in hypotension". According to the facility's risk mgmt dept, no pt injury has been reported. Despite baxter's efforts to obtain add'l info from the facility's risk mgmt dept, details were not available regarding medical intervention, rate and medication involved, or the set up of the infusion device.